Event description:
It was reported that following an emergent implantation of a bifurcated device and two infrarenal aortic extensions, the patient coded post implant. Reportedly, the patient presented to the emergency room (ER) with ruptured aneurysm and the physician elected to treat the patient using an endovascular approach. A bifurcated device and two infrarenal aortic extensions were implanted successfully; however, the patient was unstable and expired later the same day.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device not returned to manufacturer.

Manufacturer narrative:
Actual device was not returned, hence no device evaluation was performed. Medical records were provided for clinical assessment, and it was suggested the device was used off label. Based upon the investigation findings, the reported event was confirmed. The manufacturing record review did not reveal any issues or deviation that would explain the reported event. The lot usage history shows that no other units from this lot have been involved in any similar complaint. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.